Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) lost stimulation and was unable to increase therapy amplitude via the programmer. Attempts to recapture effective therapy via reprogramming were unsuccessful. Surgical intervention was undertaken for further interrogation. Intraoperative testing found invalid impedance measurements for several lead contacts. As such, the lead was explanted and replaced. It was reported the lead was broken near the connection of the anchor. Effective stimulation was recaptured for the patient following the procedure.